Manufacturer narrative:
E1: initial reporter address 1: (B)(6). G4: PMA/510(k) # field on 3500a form: k121667, k160823.

Event description:
It was reported that foreign material was present in the device occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was selected for use. However, while opening the sterile pack, a foreign particle (strand of hair) was found inside the packaging prior to use. The procedure was completed with another balloon. There were no patient complications.